Event description:
Spoke with pt's wife, cadd legacy pump sn #: (B)(4) is displaying error "no disposable, clamp tubing". Advised her to remove the cassette from the pump and then try to re-attach the cassette securely back to the pump then re-start. She re-attached the cassette back to the pump, however the error is not resolved. Advised that we are sending a new replacement pump. No further info known. The error occurred while in use but did not cause any adverse effects. We are returning and reshipping. Dose or amount: 94 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to ongoing.